Manufacturer narrative:
(B)(4).

Event description:
The surgeon performed a lap appendectomy. The patient went home and returned on the three days later with a distended abdomen with a hematoma on the right lower quadrant. According to the nurse manager, the surgeon used a 45mm tan tristaple on the appendix and meso appendix in first surgery. The surgeon noted bleeding on the staple line over the vascular part (meso appendix). Used a clip to control bleeding. Currently the patient is fine but there was tissue loss and a reoperation.